Event description:
The manufacturer received information alleging a ventilator powered off spontaneously when the alarm silence button was pressed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator powered off spontaneously when the alarm silence button was pressed. The device was downloaded by the customer and the event log reviewed. The device was powered off manually as per the keypresses noted in the event log. No malfunction of the device was noted.